Event description:
It was reported that lifeport sent out a notice on their clip decks- all models and all part numbers indicating the clip deck was not designed, approved and should not be used, under any circumstances, to secure or retain an aerosled during vehicle travel of any kind, including ambulance travel. However, uab did not receive this notice at any time. The notice is signed by (B)(6), customer service manager, lifeport. This item is in use every day and creates a hazardous situation. The item is also poorly constructed and may allow a patient to pop off the clip deck. We have experienced failures with no patient injury.